Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was getting hooked up to a cadd solis pump with a 24-hour bag of ceftriaxone 2 grams q 24 hour per intravenous (IV) with dose to commence at 10:20 am. At the beginning of the infusion, medication started to leak at the cassette entrance site on pump. The pump was stopped immediately, and tubing was changed using a different lot. The event occurred multiple times. Sample is available for return. There was patient involvement, but no harm reported.

Manufacturer narrative:
One used unit was received for evaluation. As received, no physical damages or other anomalies observed. Functional testing was performed, and the reported issue was confirmed. A tear was observed at the tubing "hook side" bond. The tearing of the tubing is consistent with a pulling force and not that of a manufacturing defect. The timeframe of the occurrence cannot be determined.